Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Return requested. Replacement device shipped to site. No parts have been received by manufacturer for analysis.

Manufacturer narrative:
Lot # and mfg date now provided.the site does no wish to return the suspect instrument.

Event description:
A medtronic representative reported a site's universal drill guide with stripped threads. The drill guide would not attach to the tracker properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.